Event description:
From staff: rn flushing new medication lines for umbilical arterial line set up with new fluid syringe. Leaking fluid noted at filter part of medication line.from staff: rn flushing new medication lines for umbilical arterial line set up with new fluid syringe. Leaking fluid noted at filter part of medication line.